Event description:
Patient had an order for hydromorphone IV at a concentration of 1mg/ml in a 100ml bag to be titrated to keep patient pain free, completely comfortable and from assisting the ventilator. At 1514hrs, a new bag of hydromorphone was started which was changed at 2050hrs. A new 100ml bag was started at 2051hrs, however, at 0300hrs on (B)(6) 2013, the nurse noticed that the IV bag was more than half empty. Per documentation pump was programmed to deliver 0.5mg of hydromorphone per hour from 2100hrs to 0100hrs (total of 2.5mg in 5 hrs), 1 mg /hr from 0100 hrs to 0200hrs and then 1.5mg from 0200-0300hrs for a total of 4.5mg=4.5ml. At 0300hrs patient's nurse noticed that the IV bag was more than half empty. Infusion rate was verified on the pump which showed that there should be 96.03ml. Remaining in the IV bag. Looks like patient's medication was infusing at a faster rate than what was programmed at the pump. M.d. And supervisor were notified. Infusion was stopped and pump was removed from service. Patient's medication was resumed on a new pump. M.d. Wants patient to be monitored closely as patient seems asymptomatic currently. Vitals are stable.